Event description:
It was reported to philips that the display failed the operations check. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.